Manufacturer narrative:
(B)(4). This information was inadvertently omitted from the previous report: a device history review was performed finding one exception during manufacturing; however, the device was re-tested and found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a faulty channel b pump head module. The channel b pump head module was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.